Event description:
5/30/97, a very critical, unstable pt was in an omniflow plugged into a power plug. The electrical power flashed off anf back on. Emergency power did not have to come on due to the immediate return of power. The alarm went off on the omni flow which lost all memory and battery backup failed to work. Failure of the battery backup caused a loss of medication, causing a loss of the pt's blood pressure and consciousness. It required several minutes to restabilize the pt. Extra medication had to be given to regain a blood pressure. 6/7/96-new omni flow, inspected and put into service. 7/24/96- omni flow, broke-abbott repaired. Replaced battery power source. 9/21/96-regular pm. 1/31/97-regular pm.